Event description:
A stryker micro reciprocating saw was sent for service because a piece of an unk broken rasp was stuck inside it. The event occurred during an unk procedure, no adverse consequence was associated with the saw or the rasp. A readily available alternate device was used to complete the procedure.

Manufacturer narrative:
The microsagital saw was received for eval and it was confirmed that an object was stuck inside of it and no evidence that the saw may have caused the rasp to break was noted. The cause of the broken rasp cannot be determined.